Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with elevated blood glucose (bg) levels that were over 500 mg/dl went into diabetic ketoacidosis; cause was due to a bent cannula. Customer received fluids and an insulin drip to address bg level. Customer was released from the hospital with no permanent damage.